Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the heartstart xl+ failed the self test with a (1:34) power mcu cpld memory error occurred. There was no reported impact.